Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The reported events of no rf tel and no inductive telemetry could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). The device was able to interrogate normally with rf and inductive telemetry as received. Analysis of the device image revealed that device went into backup mode due to reset error. Backup operation was reproduced during interrogation. The device was restored by reloading product code, after code reload backup operation was reproduced again and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: b5 should be: it was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry and inductive telemetry issue were not available. The pacemaker went into back up vvi mode immediately after replacement. The pacemaker was removed and replaced. The patient had no adverse consequences. Instead of it was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry and inductive telemetry issue were not available. The pacemaker was removed and replaced. The patient had no adverse consequences.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry and inductive telemetry issue were not available. The pacemaker went into back up vvi mode immediately after replacement. The pacemaker was removed and replaced. The patient had no adverse consequences.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry and inductive telemetry issue were not available. The pacemaker was removed and replaced. The patient had no adverse consequences.